Manufacturer narrative:
Device eval: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing involved powering up the pump and showed the device displayed error code 42224 with no alarming. The error code indicated a possible microprocessor board issue; however, no issue was found with the microprocessor. The error code was cleared and software was installed as a preventive measure. Based on the investigation, although the pump did display the error code on power up, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed error code 42224. No adverse effects were reported.